Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient had been experiencing a sharp spasm like an electrical current when the patient was walking. The caller said that the patient was fine when sitting down or laying down, but it came up unexpectedly and they couldn't anticipate when it was going to happen. The caller said that when the patient was walking, the little current comes right in the area where the implant was implanted. The caller said that it felt like a jolt and it happens haphazardly once, twice, 3x a day, but not every day; sometimes it would happen for 2 or 3 days that lasted like 2 seconds. The caller said they didn't have any fall or trauma. The caller said occasionally they would fall, but nothing serious. The caller said it started about 2 weeks ago. The caller said they hadn't tried to decrease or turn their therapy off. The agent reviewed and informed the caller to decrease their therapy or turn off their therapy once the patient felt the electric current again. Patient to monitor symptoms. Caller confirmed patient has no return of symptoms and was not feeling the electrical current during the phone call. Agent redirected them to their doctor. Caller said that they spoke to their doctor and was told that a rep will call them, but they have not received any call; that's why they are calling. Agent reviewed and informed the caller that they will send a notice to the rep to get in contact with them. The rep indicated they would call the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.